Event description:
It was reported that the 9900 system had a physicist discrepancy of the dose rate is too high. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dap was adjusted during the service call. The system was tested and found to be working as intended and put back into service.